Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00265. Doi: does the use of the largest possible metal head increase the wear of vitamin e-doped cross-linked polyethylene? Two-year results from a randomized controlled trial. 10.1302/0301-620x.103b7.bjj-2020-2064.r1.

Event description:
It was reported five patients experienced adverse events that did not require revision surgery; of which, one patient experienced a postoperative dislocation treated with closed reduction. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.